Event description:
While the doctor was tightening the compression cap, then withdrawing the catheter a little, the distal ventricular piece detached from the proximal and remained in the pt's head. The doctor removed the piece from the head without causing injury to the pt. A new catheter was placed and everything worked fine.